Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The rubber on the trocar was torn. Device was not used on the patient as they noticed the tear when they took it out of the package. A replacement device was used to complete the procedure.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. H6 correction: patient code changed to others/no clinical signs, symptoms or conditions//4582. Internal complaint number: (B)(4). The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 25154634 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 03/26/2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. While it was reported that there was no patient involvement. Signs of clinical use and heavy amounts of blood was observed on the seal. A crack was noticed on the inner part of the seal. No other visual defects were observed. Based on the returned condition of the device, the reported failure "material, split, cut or torn" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The rubber on the trocar was torn. Device was not used on the patient as they noticed the tear when they took it out of the package. A replacement device was used to complete the procedure.